Manufacturer narrative:
(B)(4) service representatives calibrated and safety tested the unit to factory specifications.

Event description:
Customer reported an accutorr v monitor produced erratic readings, which may have resulted in a loss of primary monitoring. No patient injury was reported.